Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2008; dtbb1d1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited a possible loss of capture with a pause. However, upon interrogation, it was noted the rv lead was functioning as programmed. The rv lead remains in use. No further patient complications have been reported as a result of this event.